Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that moderate aortic paravalvular regurgitation from this 19mm valve was detected on postoperative day four (4) due to technical issue. This valve was originally implanted to correct aortic stenosis and regurgitation due to moderate calcification. The patient status was reported as ¿under treatment¿. The device was not returned for evaluation as it remained implanted. The doctor commented that this event was not related to both valve and delivery system. Multiple cardiac surgical procedure: mitral valve replacement and tricuspid annuloplasty at implant (implanted devices were unknown).